Event description:
It was reported that the user accidentally announced a smaller-than-actual meal and expressed concern for subsequent hyperglycemia while using the ilet bionic pancreas; the reported blood glucose at the time was 122 mg/dl, and support advised that the algorithm would adjust insulin delivery accordingly. No reported adverse clinical effects. Outcomes included no functional impairment or intervention beyond routine guidance. Investigation included technical support review and user education regarding meal announcement and algorithm behavior. Investigation of this case revealed normal device performance with appropriate automated correction expected for a meal size mismatch. It was concluded that the event was related to user input error with no device malfunction and no adverse health effect.